Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Common causes of broken - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer reported the wire broke on the large clip applier instrument while attempting to clip tissue. The procedure was completed with no reported injury.